Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. Pin gauge testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the loss of capture.

Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) system was programmed to electrocautery protection mode during a device replacement procedure due to normal battery depletion. The device was programmed to provide asynchronous pacing in both chambers, however, when the physician started to use electrocautery loss of capture was observed. Boston scientific technical services (ts) discussed the clinical observation was likely due to defibrillation detect circuit. When the device detects too much energy on the lead, therapy is inhibited to protect the circuit. This crt-d was explanted and replaced due to normal battery depletion. No adverse patient effects were reported.